Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a routine in clinic follow up, review of device memory in the remote home monitoring system noted that this pacemaker and another manufacturer's right atrial (ra) lead exhibited noise and oversensing that resulted in an inappropriate atrial tachy response (atr) mode switch. Boston scientific technical services (ts) reviewed the episode and discussed that the noise was consistent with minute ventilation (mv) oversensing. Additionally, a high out of range pacing impedance measurement greater than 2,000 ohms was observed on the ra channel that resulted in activation of the lead safety switch (lss) feature. The noise and out of range pacing impedance measurement was unable to be reproduced in clinic. Ts discussed programming options. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that ra pacing impedance measurements in clinic were noted to be 285 ohms in unipolar and 465 ohms in bipolar. The ra lead was programmed unipolar for pacing and bipolar for sensing. The mv feature was programmed off. Monitoring will be continued. No additional adverse patient effects were reported.